Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose. Customer blood glucose at the time of incident was 410 mg/dl. Reading at the time of the call was 527 mg/dl. The customer had just received the insulin pump a few days back and programmed it the day prior to calling. During troubleshooting; no air bubbles, leaks or insulin issues were found but they found that no basal rates were set up. It was advised to refer to doctor for settings. The insulin pump would not be replaced or returned for analysis.